Event description:
It was reported following pump implant and the pump being filled with 10 mg/ml, that the patient experienced an overdose. It was indicated that the pump was programmed to 0.5 mg/ml and that was still too much for the patient. It was stated that the health care provider (hcp) was changing the patient's medication over to fentanyl. The outcome of the patient and event was not reported. The drug delivered via pump prior to fentanyl was morphine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information stated that the patient¿s pump was implanted in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).